Manufacturer narrative:
(B)(4). In initial report serial number ((B)(4)) was provided/entered. Clarification was provided that the correct serial number is (B)(4). In this report the correct serial number was populated. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that foreign material was found on an intraocular lens (iol) once took out from its case. No patient injury reported. No further information provided.

Manufacturer narrative:
A correction to the initial MDR is required. The expiration and manufacturing dates were incorrect. The device manufacturing date is 09/28/2015 and the expiration date is 09/25/2020. Expiration date: 09/28/2020. Device manufacture date: 09/28/2015. Device evaluation: the lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and loose particles were observed on the sample compatible with handling the lens out of the sterile environment. A clear stain or debris was observed in the lens optic section (near the lens edge) confirming the reported issue. The reported issue as ¿debris / particles¿ was confirmed in the returned sample. Analysis of the substance was performed by a contact lab using fourier transform infrared spectroscopy (ftir). The ftir analysis of representative selected foreign debris (particles and fibers) from the iol surface showed that it was consistent with cellulosic material (e.g. Rayon, lint, cotton). An evaluation of the manufacturing process was performed to verify if the lens could have been exposed to the particle identified as cellulosic material (e.g. Rayon, lint, cotton). The evaluation concluded that the particle found is not associated to the manufacturing process. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports, deviations, and discrepancies were generated a search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the historical complaint review, analysis of the returned sample, analysis of the debris, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.